Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm during normal use. The customer's blood glucose was at the time of the incident was unknown. The customer stated that a temporary basal was not programmed before the alarm occurred and the insulin pump was not stored or not in use for an extended period. The alarm did not occur shortly after inserting a new battery and was not recurring during normal use. It was advised to monitor the device. The insulin pump will not be returned for analysis.